Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. There was no reported product deficiency. Hemorrhage and death are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Reportedly on (B)(6) 2010, the patient presented with angina, however, there were no symptoms visible. Another unknown stent had been deployed previously in the right coronary artery (rca) and restenosis was confirmed in the proximal rca by scintigraphy. Plain old balloon angioplasty was performed. After implementation of an intra vascular ultra sound (ivus), predilatation was performed and the promus stent was implanted in the distal rca which was described as calcified. Then post dilatation and ivus were performed. After stent implantation, no thrombosis was confirmed under angiography. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient was transferred to the hospital for a brain hemorrhage and died from the brain hemorrhage at the hospital. After the patient was transferred to the hospital on (B)(6) 2010, it was reported that no angiography was performed in the lab. The physician commented that there was no relationship between the patient death and the promus. The patient was taking aspirin at the time of the event. Aspirin was being administered at pre- and post-intervention as well. No additional information was provided.